Event description:
During a remote follow-up, it was noted that there were episodes of post-paced t-wave oversensing due to fusion on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.